Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and a closed clip stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. First, the clip stuck in the bent rotation tab was removed and it was observed that the following clips were out of position in the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. A double feed occurred, one of the clips became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. A clip with a broken hook was also found in the channel. The sample was received with 11 clips remaining including the closed clip that was stuck in the bent rotation tab, indicating that 4 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips coming out closed" was confirmed based upon the sample received. One sample was returned with the rotation tab bent and a closed clip stuck in the bent rotation tab. Upon functional inspection, a double feed occurred and one of the clips became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. A clip with a broken hook was also found in the channel. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that when loading the clip is not open well. The clip is not loading properly.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1800172 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when loading the clip is not open well. The clip is not loading properly.